Event description:
It was reported that the device was leaking. There was no additional information provided.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover, corroded drain fitting, faded line cord, an outdated printed circuit board (pcb) and power switch. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device was leaking water from the reservoir confirming the customer complaint. The root cause of the reported issue was found to be cracks in the corners of the tank cover caused by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received via email 31 mar 2022. Event date unknown and no patient involvement.